Event description:
It was reported that, this right ventricular (rv) lead exhibited a gradual increase on the shock impedances until measurements were out of range. The technical services (ts) discussed troubleshooting options and calcification was suspected. This rv lead. Remains in service. No adverse patient effects were reported.